Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump displayed a fiber optic sensor failure message. The pump was switched out with another and the customer tried multiple times to recalibrate and reconnect the fiber optic (fo) cable. The getinge representative advised that the fo strand was likely kinked or broken and suggested transducing the central lumen instead. The connections/flush line was already attached and an arterial line waveform was present after fo removal. The customer was given several pointers in managing the central lumen and they had no further questions. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).